Manufacturer narrative:
(B)(4). The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. The DHR file is not available for review in the us. The certificate of compliance certifies that this product was manufactured using agreed upon specifications and in accordance with FDA and iso quality system requirements. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The physician reported that the needle broke off inside the patient during a bone marrow biopsy. There is 1-2 cm of the needle still in the patient. Patient was sent to ER for an interventional procedure to remove the needle. The patient's condition is unknown at this time.